Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port inflate the device; however, due to the dried and hardened contrast, the water was not able to travel through the device. The device was placed in a warm water batch for four days then an inflation device was connected to the device again. This time the balloon was able to be inflated to rated burst pressure with no leaks or issues. Product analysis did not confirm the reported burst and the reported difficulty crossing lesion was not able to be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation, but failed to cross the lesion. However, when the device was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation, but failed to cross the lesion. However, when the device was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.